Event description:
On (B)(6) 2012, the hospital medical engineer re-programmed successfully the involved pacemaker to vvi/40ppm before total gastric resection surgery. Orchestra plus programmer was kept on during the surgery. After the surgery, it was unable to interrogate the pacemaker device. The programmer was then re-booted using ctrl+alt+del. The device was interrogated again and no anomaly was observed afterwards. An explanation is requested.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.